Event description:
As per ansm user report (in summary) r2613042: description of the incident: " over several years. Intense pain, digestive problems, persistent fatigue, unable to stand all day. The hope of living pain-free, but unfortunately the operation didn't change much; on the contrary, I was in constant pain until my condition began to deteriorate because the pain wouldn't go away! My stomach swelled to three times its normal size, like that of a woman in late pregnancy, accompanied by pain and irregular bowel movements, as I had great difficulty passing stools and was constantly constipated. I had been suffering from intense fatigue for over two years, and despite all these symptoms, doctors and gastroenterologists did not take me seriously; I had to insist on having an ultrasound scan myself, which revealed there was a problem with the hernia. I decided to see a surgeon who listened to me and said that my symptoms weren't all in my head and that I absolutely had to have another operation. And what a surprise he had when he discovered the prosthesis (non-bd/bard mesh) coiled up inside my abdomen." As per the operating report: on (B)(6) 2018, patient underwent umbilical hernia repair with placement of an intraperitoneal mesh (non-bd/bard device). On (B)(6) 2023, the patient underwent repair of supraumbilical hernia by direct approach with implantation of an ventralex st mesh and removal of previously placed non-bd/bard mesh. Indication: recurrent supra-umbilical hernia (previous non-bd/bard mesh) presenting with symptoms of pain. Technique: under general anaesthesia, supine position with arms crossed. Skin preparation with alcoholic chlorhexidine. Surgical drapes in place. Second stage of the has checklist completed. Suprapubic incisions. Repair of the suprapubic hernia in the hernial ring, measuring approximately 1 cm; notably, the old mesh is found coiled upon itself at the upper part, explaining the recurrence. This hernia contains resected omentum. Reduction of the hernia. We will now remove the old mesh completely. Placement of a round ventralex st mesh from bard, measuring 8 cm. This mesh covers the defective area generously. The mesh is secured with absorbable sutures. Aponeurotic closure above the mesh using two vicryl sutures in an x-pattern. Subcutaneous sutures with 2/0 vicryl. Skin sutures with rapid-absorbing vicryl. Immediate abdominal binder. No complications were introduced into the peritoneal cavity. Ropivacaine infiltration of the surgical site. Third step of the has checklist completed. Prosthesis ref: hugs0414. Patient's current condition: since then, I have gone through months of recovery as it was very painful, and I am now working in a modified role. I currently experience pain and digestive problems. I have had a work-related disability certificate (rqth) since 2023, as I am restricted in the weight I can carry. Every day is a struggle and a source of anxiety that this might happen again. Actions taken by the healthcare facility to manage the patient: n/a.

Manufacturer narrative:
As reported, post implant of the ventralex st mesh the patient continues to experience pain and digestive problems. Note the patient starting experiencing these symptoms post implant of a non bd/bard device prior to the implantation of the ventralex st mesh. Based on the information available, no conclusions can be made. The degree to which the ventralex st mesh implant used to treat the patient, may be causing, or contributing to the ongoing symptoms is unknown. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of 406 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.